Event description:
On (B)(6) 2026, the following information was reported by the nurse practitioner: the patient was using the activ.a.c.¿ therapy system with the v.a.c.® granufoam¿ bridge xg dressing and allegedly experienced wound deterioration. The activ.a.c.¿ therapy system displayed continuous suction at 125 mmhg; however, there was no seal, possibly for longer than 24 hours, causing the unit to indicate active suction when it was not. The patient was transported to the hospital after the wound presented with necrosis. On (B)(6) 2026, the following information was reported by the nurse practitioner: the nurse practitioner is unsure whether the hospitalization, wound deterioration, or necrosis was caused or contributed by the activ.a.c.¿ therapy system; however, they noted that the v.a.c.® granufoam¿ bridge xg dressing was detached at the distal end of the sacral ulceration and not adequately compressed, while the activ.a.c.¿ therapy system continued to run at 125 mmhg without triggering an alarm. The event occurred on 03-feb-2026, after the v.a.c.® granufoam¿ bridge xg dressing placed on (B)(6) 2026 remained in place an extra day due to a missed visit on (B)(6) 2026. At the dressing change, increased necrotic tissue was present throughout the wound bed along with a foul odor. The patient required hospital admission and surgical debridement, had comorbid diabetes and paraplegia, and was discharged home with resumption of v.a.c.® therapy. The v.a.c.® granufoam¿ bridge xg dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. The alleged event due to activ.a.c.¿ therapy unit is reported under MDR 3009897021-2026-00008. The alleged event due to v.a.c.® granufoam¿ bridge xg dressing is reported.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrosis requiring hospitalization and surgical debridement is related to the v.a.c.® granufoam¿ bridge xg dressing. A device evaluation and device history record review could not be performed. The nurse practitioner confirmed the v.a.c.® granufoam¿ bridge xg dressing remained in place longer than recommended by the manufacturer due to a missed visit; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.